Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and air/water was insufficient. After taking off the nozzle, the water supply became normal. The foreign material could not be removed and the nozzle was yellowish. In addition, evaluation found the plug unit was dirty and the torque value during down angulation was too tight. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air of the evis lucera elite colonovideoscope was insufficient. The issue was found during reprocessing. The water supply status was confirmed and there were no abnormalities found during inspection of the scope. The customer noted that an olympus injection tube was used for manual cleaning and non-olympus automatic endoscope reprocessors were used at the site. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged due to foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the material could not be removed nor identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.